Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed normal device operation, however review revealed one shock impedance measurement of zero ohms and an error message "check shock lead". An internal technical service consultant was contacted and determined the most likely cause was electromagnetic interference (emi) near the patient at the time the measurement was recorded. Outside of the one measurement, normal shock and lead measurements were obtained. Further monitoring of the device was recommended as the device exhibited stable performance and diagnostics and no inappropriate episodes had been observed. A save to disk was provided to technical services, however the value could not be reviewed. Further monitoring of this system has been recommended. No adverse patient effects were reported.

Event description:
Additional information was received. An internal technical service consultant was further contacted regarding the out of range shock impedance measurement. The patient with this system is not monitored remotely. If the patient had been monitored remotely, an alert would have been generated for a low shock impedance measurement. It was thought the beeping tones had been programmed off, therefore, there would have been no beeping tones from the device.